Manufacturer narrative:
New, updated, and corrected information is referenced within the update statements. Please refer to update statement(s) dated 04jun2021. No further follow-up is planned. This report is associated with 1819470-2021-00076 since there is more than one device implicated. Evaluation summary: a family member reported on behalf of a male patient that his humapen ergo ii leaked insulin at the joint of the cartridge holder connecting to the needle, and the medicine was not injected into the skin during the injection. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6) year-old (at the time of initial report) patient of unknown gender and origin. Medical history was not provided. Concomitant medications insulin detemir and insulin glargine both for unknown indication. The patient received insulin lispro (rdna origin) injections (humalog, 100 iu/ml) from a cartridge via an insulin pump, three times a day (8 units in the morning, 7 units at noon and 7 units in the evening), subcutaneously, for the treatment of type 1 diabetes mellitus, beginning on an unknown date around 2019. When the first used insulin lispro combined with insulin pump, due to the need of sticking adhesive tape on the skin, the patient developed skin allergy and scratching, bleeding, and then changed to use it in combination with the injection pen of humapen ergo ii. On an unknown date around 2019, patient started to administer insulin lispro via a reusable humapen ergo ii. In normal condition of the patient was injecting insulin lispro three times a day, 8 units in the morning, 7 units at noon and 7 units in the evening. If the patient went to school, the dose was changed to 9 units in the morning, 8 units at noon and 7 units in the evening. If the patient ate something, another injection would be added (specific dose was not informed). In around (B)(6) 2020, the first humapen ergo ii was dropped once, later it had functioning issues (product complaint (B)(4), lot unknown). Patient used first humapen ergo ii device until an unknown date in (B)(6) 2020. On an unknown date in (B)(6) 2020, patient started to use second humapen ergo ii device. It was also informed, that since the second injection pen leaked fluid, the liquid medicine was not injected into the skin during the injection (unknown if missed any dose) (product complaint (B)(4), lot unknown). On an unknown date, around (B)(6) 2020, the patient was hospitalized because the patient did not avoid certain food and high blood glucose (values not provided). Information regarding corrective treatment and outcome of the events was not provided. Status of insulin lispro therapy was ongoing. The operator of the reusable humapen ergo ii devices and his/her training status was not provided. The general humapen ergo ii device model duration of use was unknown but the device was started around 2019 and suspect reusable devices duration of use was unknown for both humapen ergo ii devices. The status of first suspect reusable humapen ergo ii device was unknown, while the status of second suspect humapen ergo ii device was ongoing. The devices were not returned to the manufacturer. The initial reporting consumer did not know if the events were related to insulin lispro drug. The initial reporting consumer did not provide relatedness assessment between the events and humapen ergo ii devices. Edit 28may2021: updated medwatch and (B)(6) and (B)(6) fields for expedited device reporting. No new information added. Update 04jun2021: additional information received on 03jun2021 from the global product complaint database. Entered device specific safety summaries (dsss). Updated the medwatch fields/ (B)(6) and (B)(6) device information, and device return status to not returned to manufacturer for (B)(4) and (B)(4) associated with unknown lots of humapen ergo ii devices. Corresponding fields and narrative updated accordingly.